Event description:
Device 1 of 3: ref MFR reports: 1627487-2013-18541 ; 1627487-2013-18542. The patient reported experiencing a painful poking like sensation at the ipg site when stimulation is turned on. The patient indicated the sensation ceases after a minute. The patient also reported stimulation turning off on its own and not being able to feel stimulation even with the amplitude turned up to its maximum setting. The patient denies any falls. The sjm rep met with the patient and reprogramming was unable to resolve the issue. X-rays were taken and revealed a lead migration. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.